Event description:
Event description boston scientific received information that this implantable transvenous defibrillation lead exhibited pacing threshold measurements of 5v @ 1 ms and intermittent loss of capture at 4v @ 2 ms. At implant, the r-waves were 3 mv and currently are 1.6- 1.8 mv. The left ventricular (lv) pacing thresholds are 0.8 @ 0.5ms with good capture. The sensitivity is currently programmed to nominal. It is reported that the physician had problems at implant obtaining good measurements.